Event description:
The customer reported the images suddenly turned black and the system displayed an error message. No pt injury was reported.

Manufacturer narrative:
Repair is under negotiation with customer. (B)(4).